Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had wear at fold in the middle and distal end of the cylinder. This cylinder had a hole in the outer tube from sharp instrument damage in the middle of the cylinder. The second cylinder had wear at fold in the middle and distal end of the cylinder. This cylinder had a hole at corner of a fold in the middle of the cylinder. Both cylinders passed the leakage test. The pump was visually inspected, and leak tested. Under microscope observation, the poppet rod was found to be misaligned in the pump. The kink resistant tubing (krt) was worn to the filament. The pump passed the leak test. The pump was not able to be functionally tested due to the poppet rod misalignment. Based on this investigation the cause for the device event was established; therefore, the conclusion codes of unintended use error caused or contributed to event has been chosen.

Event description:
It was reported that this inflatable penile prosthesis was removed as when the pump was activated the cylinders would not inflate. The cause of the inflation issues was not determined. The reservoir remained in situ to avoid any damage attempting to remove it. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as when the pump was activated the cylinders would not inflate. The cause of the inflation issues was not determined. The reservoir remained in situ to avoid any damage attempting to remove it. A new inflatable penile prosthesis was implanted. No patient complications were reported.